Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information was received mentioning their issue with their patient programmer and reporting that it was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported the patient programmer would not work. It would not work with either antenna. The patient was only getting the splash screen. It had not been dropped or gotten wet. Because the patient was unable to adjust the stimulation, she was in pain. This started on the day of the report. Relevant medical history included non-malignant pain.